Event description:
Caller reported a continuous glucose monitor (cgm) error, specifically error 42, while using their g7 sensor. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support, which provided complete pump reset instructions. After following these instructions, the caller successfully restarted their sensor session without encountering the cgm error again.